Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted sharp damage on the trocar balloon. It was reported that a component disengaged/disassociated from the device into the surgical cavity and the balloon physically broke. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: -care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dissection on a laparoscopic totally extraperitoneal procedure, the balloon physically broke and a little piece of the balloon fell into the cavity and was retrieved with a laparoscopic grab. Another device was used to complete the case. There was no patient injury.